Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After about 1 hour since the procedure was started, and before inducing left pulmonary vein (lpv) and right pulmonary vein (rpv) isolation, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space. Patient¿s blood pressure stabilized after pericardial drainage and was discharged from the catheter room. There¿s no indication that prolonged hospitalization was required. Physician commented there seems to be no causal relationship between the product and the adverse event. Physician commented that the injury might have occurred during the atrial septal puncture; however, this was not confirmed. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information indicating the patient had fully recovered from the issue and was discharged from the hospital. No bwi product malfunctions; no errors were reported. There was no evidence of steam pop during the ablation. Device evaluation details: on (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The catheter pass specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).